Event description:
A report was received that stated that the cannula of the needle was not fully captured in the safety device and was exposed. No needlestick took place. There was no pt or clinician injury. The device was discarded and is not available for eval.

Manufacturer narrative:
Product was returned to mfg facility for eval. Visual examination revealed that the needle was bent. The bending originated just beyond the hub. This damage is consistent with the needle having been bent out of alignment with the safety cover prior to engaging the safety enclosure or if the safety enclosure is activated with the device twisted at an angle. After visual examination the bent needle was straightened. The safety device was activated per the instructions in the IFU. The needle was fully captured. The condition of the returned product is consistent with the needle having been captured using a method other than what is directed in the product instructions. The reported issue could not be confirmed to have been used by a device-related problem.